Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# j0110977v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that all of the patient's "previous non-rechargeable batteries were supposed to last 5 years, but none of them lasted more than 3 years." The patient was noted to have had a non-rechargeable battery in 2007. If additional information is received, a supplemental report will be filed. Refer to mfg report # 6000032-2014-00019 for other report of premature battery depletion in 2005.